Event description:
The customer stated that her blood glucose was tested using her contour meter and her dr's meter. The contour read 200 mg/dl, while the dr's meter read 95 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.